Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data, information, calibration, and qc, a general reagent issue could most likely be excluded.

Manufacturer narrative:
The cobas e411 disk analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable tnt hs stat elecsys results from the cobas e411 disk analyzer. The initial result was 0.142 ng/ml and did not match the patient's clinical diagnosis. The repeat result was 0.008 ng/ml. The second repeat result was 0.0090 ng/ml. The questionable result was not reported outside of the laboratory.